Manufacturer narrative:
The illumination probe was received for evaluation. The problem was confirmed, and the cause of the reported problem is a retracted and distorted fiber in the cannula. The root cause of the confirmed nonconformity of distortion was a result of heat on the fiber tip. The nonconformity can occur when a plastic fiber illumination probe is in air, the fiber tip is occluded, and the illumination source the probe is connected to is set to a high output level. This report mailed in to FDA on: 05/16/2007.

Event description:
The doctor reported a loss of intensity during case. There was no patient injury. No additional information is expected. The evaluation, completed on 04/16/2007, discovered a retracted and distorted fiber in the cannula.